Event description:
It was reported that the device was used during a laparoscopic gastric bypass. It was the 3rd firing of the device, but the 1st firing on stomach. The proximal end deployed, the knife cut, but did not staple; therefore, leaving a large hole in the stomach. A new device was used and the stomach pouch had to be made much smaller then intended. There was blood loss but unable to quantify. No transfusion was required. The case was completed. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.